Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2010-00303. It was reported that during a percutaneous coronary interventional procedure, the guide wire was torn and detached. The 80% stenosed diffuse, concentric bifurcation lesion was located in the moderately tortuous and heavily calcified proximal to mid right coronary artery (rca). The lesion was described as having an irregular contour, moderate angulation and sequential arrangement. The proximal lesion was 27mm in length and the mid lesion was 20mm in length. The physician completed ablation with a 1.75mm burr at a rotational speed of 140,000 to 150,000 rpms. When the physician pulled the wire back from the lesion, the edge of the floppy rotawire guide wire was noted to be stretched and detached. The physician exchanged to a new floppy rotawire, and that wire became damaged on the calcification as well. The physician used a thrombuster to successfully retrieve the detached wires out of the vessel. Neither wire came in contact with the burr. The procedure was successfully completed with ablation, and no further patient complications were reported. Patient status was reported as 'normal'. It was additionally reported that both floppy rotawires detached.

Manufacturer narrative:
(B) (4)

Event description:
Same case as MFR report#: 2134265-2010-00303. It was reported that during a percutaneous coronary interventional procedure, the guide wire was torn and detached. The 80% stenosed diffuse, concentric bifurcation lesion was located in the moderately tortuous and heavily calcified proximal to mid right coronary artery (rca). The lesion was described as having an irregular contour, moderate angulation and sequential arrangement. The proximal lesion was 27mm in length and the mid lesion was 20mm in length. The physician completed ablation with a 1.75mm burr at a rotational speed of 140,000 to 150,000 rpms. When the physician pulled the wire back from the lesion, the edge of the floppy rotawire guide wire was noted to be stretched and detached. The physician exchanged to a new floppy rotawire, and that wire became damaged on the calcification as well. The physician used a thrombuster to successfully retrieve the detached wires out of the vessel. Neither wire came in contact with the burr. The procedure was successfully completed with ablation, and no further pt complications were reported. Pt status was reported as 'normal'.

Event description:
Same case as MFR report #: 2134265-2010-00303. It was reported that during a percutaneous coronary interventional procedure, the guide wire was torn and detached. The 80% stenosed diffuse, concentric bifurcation lesion was located in the moderately tortuous and heavily calcified proximal to mid right coronary artery (rca). The lesion was described as having an irregular contour, moderate angulation and sequential arrangement. The proximal lesion was 27mm in length and the mid lesion was 20mm in length. The physician completed ablation with a 1.75mm burr at a rotational speed of 140,000 to 150,000 rpms. When the physician pulled the wire back from the lesion, the edge of the floppy rotawire guide wire was noted to be stretched and detached. The physician exchanged to a new floppy rotawire, and that wire became damaged on the calcification as well. The physician used a thrombuster to successfully retrieve the detached wires out of the vessel. Neither wire came in contact with the burr. The procedure was successfully completed with ablation, and no further patient complications were reported. Patient's status was reported as 'normal'. It was additionally reported that both floppy rotawires detached

Manufacturer narrative:
Device evaluated by manufacturer: returned product analysis revealed that the spring tip coils and ballweld of the guidewire were missing. Solder damage was also noted. Sem (scanning electron microscopy) results of the fracture surface revealed the presence of a torsional action. Reduction on the cross sectional area was noted. No other material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).